Event description:
Began having sharp pain in left breast as well as pain in ribcage. My chest still feels like I¿m being crushed. Lymph nodes swollen. Diagnosed with chronic fatigue, migraines, hypothyroid, hashimoto¿s, anxiety, joint & muscle pain, heat sensitivity, chemical sensitivity, food intolerances, depression, heart palpitations, ibs, brain fog, difficulty concentrating, memory loss, sensitivity to light and sound, temperature intolerance, sinus infections, difficulty swallowing, hair loss, dry skin, recurrent illness, choking feeling, panic attacks, tinnitus, chronic body inflammation, night sweats, shortness of breath. All of the symptoms for lupus, colitis and rheumatoid arthritis except blood work came back normal.